Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that the patient died. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition was stable angina. The patient had abnormal fractional flow reserve (ffr) indicating ischemia and was subsequently referred for cardiac catheterization. Nine days later, the index procedure was performed. The target lesion was located in the proximal left circumflex (lcx) artery with 70% stenosis and was 21mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 28 mm study stent. Following post-dilatation, residual stenosis was 0%. In addition, a non target lesion located in the 1st diagonal branch was treated with placement of a 2.25 x 12 mm non-study drug-eluting stent. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient experienced severe exacerbation of chronic obstructive pulmonary disease (copd). In (B)(6) 2016, the patient experienced bilateral scattered rhonchi with oxygen saturation of 96%, septic shock due to c-diff colitis and generalized edema with weeping from upper and lower bilateral extremity. The patient continued to receive skilled services for comfort measures for functional decline due to copd exacerbation, colitis and small bowel ileus. In (B)(6) 2016, the patient passed away. Per the death certificate, the immediate cause of death was acute myocardial infarction.